Event description:
It was reported that the physician's (B) (4) handheld computer had worked when he first got it, but for about a year now, he has not been able to get it to interrogate patients. It keeps on giving various error messages. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.